Event description:
At 1920 admitted through the ed with acs with transient st elevation. The next day, @ 0730, taken to the cath lab for a diagnostic heart catheterization. Md reviewed the findings with the patient & discussed the option of pci versus CABG. The same day, @ 1410, taken back to the cath lab for pci of a total occlusion of the lad just beyond the 1st diagonal branch. Anticoagulated with angiomax bolus and infusion. Serial inflations was performed with a 2.5 x 15 maverick balloon. Next, a 3.0 x28 cypher was deployed at 8 atmospheres and immediatley dilated to 12 atmospheres. Post dilation was then perfomed using a 3.25 x 15 quantum maverick. The next day, @ 0816 taken back to cath lab with persistent st elevation and chest pain. An acute closure at the previous stent site was found. Patient was heparinized to an act of 240 and a reopro bolus and infusion was started. Serial inflations were performed with a 3.0 x 15mm quantum maverick balloon. Next, a 2.75 c 18mm cpher stent was placed at the distal lesion site and deployed at 10 atmospheres and then brought back several millimeters and post dilatation was performed to 16 atmospheres. Next, a 3.0 x 13mm cypher stent was brought to the proximal lesion site and deployed at 8 atmospheres and immediately post dilated to 12 atmospheres.